Manufacturer narrative:
Neither device nor any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was completed for locking caps backing out post-operatively and causing motion.